Manufacturer narrative:
A3b) patient gender - not available from facility. H6) based on the device evaluation and investigation, the cause of the reported failure and damage could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat a patient using a spectranetics ecla laser atherectomy catheter. During a third pass attempt, the foot pedal of the spectranetics cvx-300 excimer laser system was pressed; however, the elca was not working. The laser system was restarted, the elca was re-calibrated, but the same issue occurred. The elca was removed, and new elca was used to complete the procedure with no reported patient harm. During evaluation on 19feb2026, visual inspection found a breach to the working length, with broken fibers. Melting of the outer jacket was observed 4 mm from the distal tip. Calibration was no possible due to the breach at the working length. This event is being reported for unintended radiation exposure, potential for harm.